Event description:
Pt had st. Jude mechanical heart valve placed on (B) (6) 2009. Valve was removed on (B) (6) 2009 and replaced with an aortic valve st. Jude mechanical 21mm. Pt coded and expired on (B) (6) 2009.